Manufacturer narrative:
G2: citation: authors: gao, h., you, w., wei, d., lv, j., sun, w., <(>&<)> li, y.. Tortuosity of parent artery predicts in-stent stenosis after pipeline flow-diverter stenting for internal carotid artery aneurysms. Frontiers in neurology 2022. Doi:10.3389/fneur.2022.1034402 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Gao h, you w, wei d, lv j, sun w, li y. Tortuosity of parent artery predicts in-stent stenosis after pipeline flow-diverter stenting for internal carotid artery aneurysms. Frontiers in neurology. 2022;13:1034402. Doi:10.3389/fneur.2022.1034402 medtronic literature review found a report of patient complications in association with the pipeline device. The purpose of this article was to investigate the association between parent artery tortuosity and flow diverter (fd) treatment outcomes in patients with internal carotid artery aneurysms in this study. A retrospective review study was conducted to identify all patients with internal carotid artery aneurysms who were implanted with pipeline embolization device (ped) between 2016 and 2020. The relationship between parent artery tortuosity and aneurysm complete occlusion (co) and in-stent stenosis (iss) was analyzed. A vascular narrowing of greater than 25% was categorized as iss. The ped stent was used on 62 patients (mean age of 54.2 years; 47 females, 75.8%) with 62 targeted internal carotid artery aneurysms. Ped flex was used in 37 (59.7%) cases, whereas ped classic was used in the remaining cases. All ped implantations were performed under general anesthesia through a femoral approach. According to the aneurysm anatomy and based on the operator¿s experience, the treatment strategy was formulated to decide whether ped was to be used alone or with coiling. For patients with incomplete release of stent or incomplete stent apposition, the stent was massaged using a wire or with a balloon angioplasty. After the procedure, dual antiplatelet therapy was maintained for 6 months, and aspirin was continued indefinitely thereafter. The following technical issues were noted: balloon angioplasty was administered in 14 (22.6%) procedures. The following intra- or post-procedural outcomes were noted: iss was detected in 22 (35.5%) cases. Iss with > 50% vessel narrowing in 3 cases. There were no symptomatic cases of iss. Treatment-related complications were observed in 3 (4.8%) cases during the periprocedural period, with one case of aneurysm rupture during the treatment procedure, one case of parenchymal hemorrhage, and one case of infarction occurring after the treatment procedure (<(><<)> 24 h). There were two-thirds of cases (mrs<(><<)>2) with transient deficits and none with permanent deficits.